Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was not performed because the customer was unavailable. No further information was provided.